Event description:
The customer reported a false negative reaction of a patient sample with biotestcell 1&2 while testing on tango optimo. The customer has returned the patient sample that had caused the false negative test result, but not the supposedly defective product. Our quality control laboratory is still testing the patient sample with the retained sample of biotestcell 1&2. There is no indication for a malfunction of the affected tango optimo and the customer failed to visually check the complaint result image. Without visual assesment of the result images there is no valid result of the allegedly false negative reaction.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false negative antibody screening tests of one patient. The customer reported that an anti-e and an anti-c were missed. The patient sample that had caused the false negative was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore the patient sample was tested with the retained sample of biotestcell 1&2 and yielded a negative result. The patient sample was also tested in the tube technique. Only when applying the enzyme technique and with the enhancement medium polyethylen glycol (peg) did the patient sample yield a positive result. The supposedly defective product biotestcell 1&2 was tested with different samples and controls, e.g. Anti-e and anti-c. All positive and negative reactions were correct. We did not observe any false negative reactions. These tests confirm the antibodie's weakness. Regarding the detection of weak antibodies there is a reference in the instruction for use: 'negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies.' Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo and the customer failed to visually check the complaint result images. Without visual assessment of the result images there is no valid result of the allegedly false negative reaction.

Manufacturer narrative:
This is our final report on this incident.